Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed at this time. In addition, there is insufficient information regarding the reported device, patient and procedure. Multiple follow ups were made to the user facility, however, no additional information was obtained. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic procedure, the device broke off and became stuck inside the patient. The user facility also reported it was the second time the reported event has occurred, the last time was about three weeks ago. Two of 2 reports

Manufacturer narrative:
The OEM performed further investigations. A review of the DHR did not reveal any non-conformances or in process deviations that could have contributed to the issues the customer is experiencing. Product met all form, fit and functional requirements. The exact cause of the reported event could not be confirmed. However, based on similar reported complaints the potentially cause of the broken tip can be attributed to user handling (unintended) or degradation due to environmental conditions.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility. The performing doctor further reported that there were no problems noted when opening the device from its packaging and priming for use. The device was only deployed because of the volume of stone burden to increase the irrigation ability without filling the bladder or over distending the renal pelvis. The doctor reported that during the procedure there was no suspicion of breakage. While the sheath was placed into the middle section of the patient¿s ureter, the tip was found in the renal pelvis as an unsuspected foreign body. It was determined the device fragment of 2-3 centimeters broke off the sheath of the device. A semi-rigid flexible grasper was utilized to remove the device fragment. The doctor also reported there was no unexpected bleeding to the patient, however, the time and effort spent to retrieve the device fragment during the case possibly resulted in some tissue trauma for which the doctor elected to leave a stent in the patient's ureter for six weeks to minimize the risk of stricture formation. The device was stored in the user facility¿s instrument room where there is no heat nor direct light exposure. 2 of 2 reports.